Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the suture broke when sewing uterus and subcutaneous tissue. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? How long (in minutes) did the surgery prolong? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Quantity of blood loss? Patient weight? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/14/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device return. Additional information was requested, the following was obtained: was there any adverse consequence associated with the patient? No patient consequence. How long (in minutes) did the surgery prolong? Unk. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Unk. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No patient consequence. Quantity of blood loss? Unk. Patient weight? Unk. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Unk. Once there is any update, we will update the information. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.